Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, during one occurrence, the cartridge was filled with approximately 400 units of insulin, and after delivering a 30 unit bolus, the insulin gauge displayed 100 units. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received a minimum fill message. The customer declined to load a new cartridge onto the pump at the time of the call. The customer's blood glucose level was 203 mg/dl, and was due to the customer taking steroids. It was confirmed that the customer will use the pump for continued insulin therapy.